Manufacturer narrative:
Attachment medwatch report # mw5114415. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Only one proglide device was used, and the pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device..

Event description:
Subsequently to the initially filed emdr report, medwatch report mw5114269 was received stating: "perclose closure device broke in half in right common femoral vein." Additionally medwatch report mw5114415 was received stating: ¿reporter called to report that the perclose proglide broke off into patients right common femoral vein during procedure. The device fragment was surgically removed. No harm to patient.¿ follow up with the account was performed and it was confirmed that the two medwatch report forms belong to this event and the proglide device was used in the right common femoral vein and not the right common femoral artery as initially reported.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an amulet interventional procedure using a 14f sheath. Reportedly, the foot would not retract, causing the proglide device to be stuck in the anatomy. The lever was cycled many times however was unsuccessful at allowing the device to be removed. The physician pulled the device and the guide broke. The distal and proximal guide were held together by the actuator wire. A vascular surgeon was called to perform a cut-down and remove the device. Manual suturing was used to achieve hemostasis. Due to the cut down, the was a significant increase in the duration of the procedure resulting in the patient requiring additional hospitalization. No additional information was provided.